Event description:
(B)(4). Reason for original complaint - litigation papers allege was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2006 - dor: none reported (left hip). (B)(6). Update 01/18/2012 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the... Update 1/18/2012 plaintiff's fact sheet form was received which identified part/lot information. Medical records were reviewed; no anomalies were noted. There is no new information that changes the outcome of this investigation. Outcome of this investigation. Update 24 mar 2015: rec'd der with following details: sales rep, patient weight and height, summit stem and taper sleeve, patient's activity levels, revision date confirmed, reason for revision: pain, product stickers. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.